Event description:
On (B)(6) 2025: infant had a 6.5 french orogastric tube neomed feeding tube with enfit connector. When attempting to auscultate it was noted that air and residual feeding was coming out of tube at the 18cm mark on tube. Tube was removed and noted to be split at the 18 centimeters mark. Tube was inserted on (B)(6) 2025 and secured at 16cm. Unknown how the split occurred.